Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was¿confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image error e315 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is ok after replacing the u plug unit and cable. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image is snowy during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.